Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloons on two 7mm x 40mm x 80 powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheters ruptured when they were inflated to nominal pressure. There were no reports of patient injury. The devices were used in treatment of a calcified superficial femoral artery (sfa). There was no difficulty removing the protective balloon cover or any of the sterile packaging components. An antegrade approach was used during the procedure. The target site and access site were calcified. However, neither site had any vessel tortuosity, acute angulation, or bifurcation. Both the target site and access site were 80% stenosed. The device maintained negative pressure during preparation. The device was not put into any acute bends at any point during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The product remained intact and in one piece after being removed from the patient. The balloon ruptured before reaching nominal pressure. There was no leakage noted from the balloon, shaft, hub, or any other segment of device. The user was trained in the use of the device. The devices will not be returned for evaluation as they were accidentally discarded.

Manufacturer narrative:
Complaint conclusion: as reported, the balloons on two 7mm x 40mm x 80 powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheters ruptured when they were inflated to nominal pressure. There were no reports of patient injury. The devices were used in treatment of a calcified superficial femoral artery (sfa). There was no difficulty removing the protective balloon cover or any of the sterile packaging components. An antegrade approach was used during the procedure. The target site and access site were calcified. However, neither site had any vessel tortuosity, acute angulation, or bifurcation. Both the target site and access site were 80% stenosed. The device maintained negative pressure during preparation. The device was not put into any acute bends at any point during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The product remained intact and in one piece after being removed from the patient. The balloon ruptured before reaching nominal pressure. There was no leakage noted from the balloon, shaft, hub, or any other segment of device. The user was trained in the use of the device. 2023-05002-1 the device was not returned for analysis as it was accidentally discarded. A product history record (phr) review of lot 82264229 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2023-05002-2 the device was not returned for analysis as it was accidentally discarded. A product history record (phr) review of lot 82285981 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics of calcification with stenosis were likely contributing factors to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed/calcified lesion or upon inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.